Event description:
During procedure of a radiofrequency ablation the machine malfunctioned. Despite troubleshooting efforts and changing of the cable, the machine continued to malfunction and the procedure was aborted. The manufacturer was notified and the entire machine was replaced.